Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: account full name: (B)(6). E3: reporter is a j&j sales representative. Investigation summary the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. The photo was reviewed by the manufacturer with the following result: the image shows the return cap has clearly become detached as reported by the end user, the interior of the return cap is blackened rather than the reported ceramic being blackened. The exterior surface of the return cap is not visible from the image. From the image there would appear to be evidence of glue visible on the internal surface of the return cap indicating glue has been applied during the manufacturing process, this would suggest the return cap failure seen is not related to a manufacturing defect (failure mode - no glue dispensed). We are unable to determine a definitive root cause based on the image alone and we would require the physical device along with the return cap returned to make a firm judgment. Other possible root cause(s) not related to manufacturing process: 1. Reverse fire-up, usually indicated by the exterior surface of the return cap being blackened. However, in the image provided, we can only see the internal surface of the return cap being blackened. Previous investigations at atl UK show where the exterior surface of the return cap exhibits a degree of charring, this charring is not seen following normal use of the electrode and is likely caused by reverse activation. 2. Heavy use, where too much load has been applied at the distal end. Previous investigation have shown the return cap has mechanically peeled away from the ceramic as a consequence of extended activation or heavy use, this is usually exhibited by the scorching of the return cap along the leading edge which indicates prolonged use resulting in the glue or metal to weaken. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during a arthroscopic shoulder stabilization procedure it was observed that the ceramic at the tip of vapr tripolar 90 suction electrode was blackened and the whole piece fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.